Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital due to a recurrent and resistant pseudomonas driveline infection. The pseudomonas driveline infection extended up the driveline tract possibly infecting the pump and outflow graft, thus, the pump and driveline were exchanged. The pump exchange was successful and it was last reported that the patient was doing well. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Dimensional and functional verification of the returned pump showed no deviation from current manufacturing and functional specifications. Pathology report concluded there was no gross evidence of surface abrasions on the impeller or ceramic surfaces. The most probable root cause of the reported clinical adverse event may be attributed to the reported recurrent and resistant pseudomonas driveline infections. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. (B)(4).

Event description:
It was reported from the united states that the patient (male, (B)(6)) was admitted to the hospital due to a recurrent and resistant pseudomonas driveline infection. The pseudomonas driveline infection extended up the driveline tract possibly infecting the pump and outflow graft, therefore, the pump and driveline were exchanged. At the time of exchange the pump was operating normally. It was last reported on (B)(6) 2015 that the patient is still on support and doing well; the pump exchange was successful. The device was returned to the manufacturer for evaluation.